Event description:
Reporter noted shallow chamber, possibly from insufficient fluid through cassette. Corneal burn occurred at beginning of phaco; changed handpiece and cassette to complete case. Sutured wound to close.